Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated they connected, went to bed, woke up ,and realized the hc had not gone through priming yet. The hp stated they then closed the transfer set and pressed go, and the hc primed. The hp then opened the transfer set and continued with therapy. The patient line did not prime completely. The technical service representative (tsr) advised the hp that air had entered the setup and the hp would need to start over with new supplies. The tsr had the hp cycle the power and a system error 2367 alarmed. The tsr had the hp close the clamps and cycle the power again to get to 'press go to start.' The tsr explained proper setup and connection procedures to patient. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 was an incomplete prime, a known cause of this alarm. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed.